Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 8/16/96 and removed on 12/15/96 due to "erosion." In the received info the physician stated that the pt presented with "the tubing coming out through what was the previous incision site." The physician further stated "there was about a 3 cm length of tubing which was eroded through the central portion of the incision." The physician also stated that during the surgery "there was marked fibrotic reaction" and a "little bit of serosanguinous fluid" noted. Because qa's examination of the returned components can neither confirm nor disprove the report of erosion, fibrotic reaction, or infection, qa did not perform a microscopic examination. Based on the provided info, qa accepts the physician's observations of such as the reason for surgical intervention. The review of the device lot history records by qa indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that any infection originated from source(s) other than the device.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "erosion." 3/11/97 - upon receipt of the operative report provided by the physician/surgeons office, he stated, "clinical info: the tubing was coming out through what was the previous incision site of the suprapubic area. Procedure: there was about a 3 cm length of tubing which was eroded through the central portion of the incision of the suprapubic site. The incision was carried down along this tubing and the incicision was opened. Tubing was dissected out and found the tubing going to the pump. The tubing which eroded was the tubing going to the left cylinder. There was marked fibrotic reaction and thickening making dissection very difficult throughout".